Manufacturer narrative:
The impella console was received from the customer and an investigation regarding the returned device has been completed. The console logs are consistent with the complaint and showed communication issues with the power battery manager (pbm) during the initial bootup. Due to the communication issue, the automated impella controller console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. The reported failure mode was reproduced during testing. Upon bootup, the console rebooted automatically and showed the "system self check failure" screen. Visual inspection confirmed the pbm contamination which has impacted a neighboring rs232 communication channel. The root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.

Event description:
The complainant reported that the automated impella controller (aic) had a self-check failure and was removed from service. There was no reported patient involvement.